Manufacturer narrative:
Analysis is currently on-going.

Event description:
Boston scientific received information that this pulse generator (pg) declared a battery status of elective replacement indicator (eri) after experiencing two charge times outside of the extended charge time limit. The device is a part of the mid-life display of replacement indicators advisory. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that this product was explanted, replaced and returned for laboratory analysis.